Event description:
Reported as: 'leakage of the port'.

Manufacturer narrative:
Taper type ii. Medwatch sent to FDA on: 07/28/08. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the product however, the analysis results are pending at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."